Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc obtained the information from the user facility that the subject device had been repaired by a third party. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china and the user facility, there was the possibility that this event was attributed to the one of the following failures, which might be caused by the repeatedly long-term use because the subject device had been used more than ten years since installation. Due to the failure of the power supply unit, it became impossible to supply the power to the electronic circuit board. Due to the failure of the main circuit board, it became impossible to control the camera head and process/output video signals. Due to the failure of the connector unit, it became impossible to control between the camera head and the video processor. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device was disappeared. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.